Event description:
It was reported that the customer had a rainbow effect on her screen but it went back to normal. Customer stated that she did not use the pump for 3 years. Customer started using it again about a month ago. Customer declined troubleshooting for a low blood glucose level of 57 mg/dl. Customer treated by eating 2 sandwiches and a banana. Customer noticed that the screen was also scratched. Customer stated that it is hard to read the screen but the pump works fine. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.